Event description:
It was reported that while passing the device through a very tortuous anatomy, the basket separated from the catheter. The basket was removed using a snare. There were no patient complications.

Manufacturer narrative:
MFR control no. Dc980414. The sample has been returned to arrow. Evaluation of the returned sample found that the torque cable had fractured at the basket sleeve. It is likely that the tortous anatomy of the pt cause high stresses which resulted in cable fatigue failure.